Manufacturer narrative:
(B)(4) - infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: coated vicryl (polyglactin 910) suture. Monocryl (poliglecaprone 25) suture. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00098. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a ventral incisional hernia repair procedure on an unknown date and suture was used. A infection appeared within one week of the procedure. The patient used several antibiotics (cephalexin 500, amox tr-k 875/25, levaquin 500, levaquin IV, amox tr-k 500) and the infection persisted. The patient had a second surgery in 2004. Exploration of the wound, removal of multiple infected sutures, debridement, drainage and packing of abscess was done. The infection continued. A third surgery was done for a recurrent suture abscess and recurrent supraumbilical hernia. A suture that was not removed during the second surgery was now removed and then the infection went away.